Event description:
Healthcare professional reports result lower than reference with the protime microcoagulation system. Protime generated 1.7 inr and on the same day laboratory result was 2.9 inr. Patient's therapeutic range: 2.5 - 3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # m1k3c471. Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Reserve sample tested from same lot (cuvette/single-use disposable), no failure detected. Result: no results available since no instrument evaluation performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.